Event description:
It was reported that the patient had a visible burn in the back and also experienced chest pain. The patient was recommended to go to the emergency room (ER). Additional information was received that the physician believed that patients symptoms were not device related and there was no burn. The patient was reportedly doing well.

Event description:
It was reported that the patient had a visible burn in the back and also experienced chest pain. The patient was recommended to go to the emergency room (ER).